Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration.

Event description:
Patient reported removal of textured prothesis for left side device. Healthcare professional later reported "rupture" and "axillary silicone lymphadenopathy" via us report. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported removal of textured prothesis for left side device. Healthcare professional later reported "rupture" and "axillary silicone lymphadenopathy" via us report. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: silicone migration: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Rupture: observed opening device assessed as unidentified (tear) opening (shell thickness was within specification) as per the investigation procedure opening crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported removal of textured prothesis for left side device. Healthcare professional later reported "rupture" and "axillary silicone lymphadenopathy" via us report. Device was explanted and replaced.